Event description:
During a request for assistance, it was reported that the patient did not verify that the patient line was completely primed before connecting to the homechoice. The patient was connected to the homechoice during initial drain at the time of the reported event but noticed that the patient line needed to be reprimed. The technical service representative explained proper procedures to the care giver and assisted in ending therapy and starting therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, not priming the line completely is a known use error. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient is also told to verify that the patient line is properly primed before connecting. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.